Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with needle breakage. The patient does have remaining fragment of cannula left in their arm. They will be seen as an outpatient by the vascular team.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with needle breakage. The patient does have remaining fragment of cannula left in their arm. They will be seen as an outpatient by the vascular team.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and a clean cut was observed on the catheter. The manufacturing process was reviewed and there is no process in the manufacturing facilities that could cause this nonconformance. There is a 100% automated vision inspection that would reject the parts that fail the lie distance. A broken catheter would automatically be rejected as the lie distance would be out of specification. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with needle breakage. The patient does have remaining fragment of cannula left in their arm. They will be seen as an outpatient by the vascular team.

Manufacturer narrative:
Correction: information is received from the customer on (B)(6) 2018, that it was the catheter and not the cannula that broke and remained in the patient's arm. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.